Event description:
It was reported that during a therapeutic hydrothermal ablation procedure there were three fluid losses of 10cc's each and the machine alarmed each time. A weighted speculum and gauze were used. After the first alarm the dr checked, saw a cervical leak and replaced the gauze with a dry one. She added a second tenaculum and got a good seal. After the second alarm she replaced the gauze again and then repositioned and tightened the tenaculum but did not get a good seal. After the third alarm she aborted the case. She treated the pt with silvadene cream. The pt went to a different dr for follow up visits who reported that there was an extensive primarily second degree burn 8-10cm long along the cervix, vaginal sidewall and introitus. He treated the pt with prophylactic antibiotics and silvadene cream, and the pt healed over the next couple of months.